Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient was having an unrelated MRI. The patient had indicated that the implantable neurostimulator (ins) stopped working and was not providing stimulation. The caller did not know if the stimulation stopped due to normal battery depletion. It was reviewed primary cell ins was implanted in 2005. It was also reported that the patient¿s spouse also mentioned that there might be a broken wire. The caller had no information about a broken wire. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.